Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus reviewed the following literature titled "diagnostic yield and technical performance of the novel motorized spiral enteroscopy compared with single-balloon enteroscopy in suspected crohn¿s disease: a prospective study (with video)." One patient with a history of abdominal surgery undergoing single balloon enteroscopy (sbe) had pain immediately postprocedure requiring hospital admission for 2 days. Computed tomography (CT) ruled out any perforation, and it was classified as mild as per the american society for gastrointestinal endoscopy lexicon for adverse events because admission was <3 days. There was no reported device malfunction.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The literature article is attached for additional information. (Doi.org/10.1016/j.gie.2022.10.017). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.